Event description:
Customer reported, she called no delivery and was advised to change set. Customer changed her set and alarm was reoccurring. Customer's blood glucose was 332 mg/dl. Call was dropped when troubleshooting was started. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.